Event description:
Pt was undergoing ercp with stone removal using lithotriptor basket. The stone was capture in the basket. When the physician attempted to crush the stone the main shaft of the basket fracture. Attempts were made to dislodge the stone and retrieve the basket without success. The procedure was aborted. The pt required an open cholecystectomy and common bile duct exploration for retrieval of the stone and the foreign body.